Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was a micro-dislodgement of the right ventricular (rv) lead. The lead was revised, reprogrammed and remains in use. No patient complications have been reported as a result of this event.